Event description:
It was reported that post implantation of the preloaded, monofocal, intraocular lens (iol), the surgeon observed two small cracks on either side of the optic. The surgeon estimated them to be 0.5mm long. The iol remains implanted as the cracks were not near the field of vision. There was no patient injury nor were any interventions required. No further information was provided.

Manufacturer narrative:
Section d6b, explant date: not applicable as lens remains implanted. Section e1, first/given name: unknown, as information was requested but not provided section e1, email address: unknown, as information was requested but not provided section e1, telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.